Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 28mg/ml at 10.047mg/day and hydromorphone 280mcg/ml at 100.47mcg/day via an implantable pump. The indication for use was spinal pain. The healthcare provider reported that they wanted to permanently shut down the pump. The patient had swelling and signs of infection (unknown if related to pump/therapy) and the healthcare provider was wanting to have the pump removed to further address the issue. The healthcare provider confirmed there are no issues with the pump itself. They would be providing oral medication in the meantime. The healthcare provider was walked through steps to program pump off with code 3531 using the tablet.